Event description:
The customer stated the rubella calibration failed with an error code on the axsym analyzer. New reagent was sent to the customer. After receipt of the new reagent lot, the control and patient results were acceptable. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.